Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, in-stent restenosis and angina occurred. In (B)(6) 2010, the subject was referred for cardiac catheterization which revealed a 70% stenosed lesion located in the distal left circumflex (lcx) artery. The lesion was 5mm long with a reference vessel diameter of 2.5mm and treated with pre-dilatation and placement of a 2.50 x 16mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel, the following day. In (B)(6) 2012, the subject presented with unstable angina. Six days later, cardiac catheterization was recommended which revealed 50-70% focal in-stent restenosis in the previously placed study stent in the lcx and was treated with placement of a 3.5 x 16mm ion stent with 0% residual stenosis. The study drug was discontinued. The event was considered resolved without residual effects and the subject was discharged on aspirin the following day.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).